Event description:
Additional information was received and it was reported that the cause of the event was unknown. The pump was delivering dilaudid and bupivacaine. Additional information was received and it was reported that there were no records of the patient needing any treatment for the tiredness she experienced before the pump replacement or that it was caused by her pump. The pump was replaced because it was due to be replaced. The operative note stated ¿interrogation of pump completed today; it is only delivering in a simple continuous mode without boluses. We cannot explain her intermittent feelings of somnolence and find no link to her medications. We plan to modify this in the or today.¿ it was later clarified that the "modification" was the pump exchange which the patient tolerated well. The patient was receiving effective therapy as of her last visit in (B)(6).

Event description:
It was reported that a few months prior to when the pump was replaced, it felt like the patient was getting bolused; she was so tired/she would fall asleep/she couldn¿t stay awake/it ¿knocked me out.¿ initially she didn¿t tell her physician, but once she made her physician aware; he turned the pump dose down and eventually replaced the pump. The patient had wanted to wait 7 years, but the physician felt that maybe the pump was ¿getting tired¿ because it was getting close to 7 years. Following the replacement, the patient hadn¿t had any problems with her new pump. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).